Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen3298 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch: "PICC line was inserted using the bard powerpicc catheter with sherlock 3cg tip positioning system, no complications during the procedure. Patient returned with a radiopaque foreign object seen on imaging. Foreign body was successfully removed. Foreign body was identified as the 5cm copper tip from the guidewire used to insert the PICC."